Manufacturer narrative:
Other, other text: the device was received in masimo's regional facility but has been returned to the customer without an investigation per their request. If the device is returned again for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported that the etco2 readings were higher than expected. There was no patient impact or consequence reported.